Event description:
The customer initially called to get information about pump's real time. During the conversation, it was found that the customer was hospitalized a day before the call. The customer stated that he passed out for five hours. The customer also stated that his glucose level was low when paramedics took him to the emergency room.

Manufacturer narrative:
Currently it is unknown whether or got the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of oour knowledge.